Event description:
It was reported, the camera control unit had an e116 output problem error code. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A field service engineer noted that the ventilation grille was clogged by dust, but proper operation resumed after the device was cleaned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the issue was resolved after cleaning the fan. However, since no further information could be obtained, the cause could not be identified. Olympus will continue to monitor field performance for this device.